Event description:
Follow up information identified the patient is awaiting surgical intervention on the ipg.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not place the ipg into surgery mode prior to undergoing an unrelated surgical procedure on (B)(6) 2018. Postoperatively, the ipg would no longer connect to external devices and was determined to be inoperable. Troubleshooting thus far has been unsuccessful.

Event description:
Follow up information reported that patient had a replacement surgery on (B)(6) 2018. The ipg was replaced and therapy was effectively established.